Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to deliver a 150x6mm everflex stent to a lesion in the right superficial femorial artery. During deployment, the thumbwheel on the delivery system could not be turned. The physician decided to remove the device, however the proximal part of the stent became elongated. The physician pulled the delivery system out from the patient, stretching the proximal section of the stent. No injury to patient was reported.

Manufacturer narrative:
Evaluation summary: the entrust stent delivery system, (sds), was received without its red safety tab. The safety tab cavity in the handle was examined: there was no presence of either the red safety tab or tube within the handle. The proximal end of the silver outer sheath is visible in the distal end of the gap in the handle. The pull cable was not visible within the cavity. The thumb wheel moved freely. Back lighting was used to determine the location of the distal end of the pushrod/guidewire lumen. The distal end of the pushrod/guidewire lumen is approximately 3cm proximal of the distal tip of the sds. The distal end of the pushrod/guidewire lumen is not at the distal end of the outer sheath. The advancement of the outer sheath stopped when approximately 3cm of stent was still within the outer sheath. Therefore approximately 120mm was deployed when the advancement of the outer sheath stopped. The distal end of the gold isolation sheath is approximately 47cm proximal from the distal end of the sds. The overall length of the sds is approximately 138cm. The grey printed on strain relief was removed from the handle. The handle was split open along its seam to allow further analysis. The proximal end of the silver outer sheath is in contact with the handle and exhibits accordion folding. The pull cable to outer sheath bond is intact, but the pull cable exhibits tensile fraying. The pull cable is wrapped around the thumbwheel. The pull cable exhibits fraying. The proximal end of the silver outer sheath appears to have accordion folding where it interacted with the handle. The directionality of the pull cable segment attach to the outer sheath is out of its normal path way.

Manufacturer narrative:
Post completion of the investigation by the complaint investigation laboratory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.